Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05286. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was positioned in the patient¿s laa. A 27mm watchman ® laa closure device & delivery system (wds) was introduced; however it was deployed too proximal and was therefore recaptured and removed. An echocardiogram sweep revealed there was no pericardial effusion. The was was exchanged for an anterior curve was and a second 27mm watchman ® laa closure device was advanced and deployed. This device required a partial recapture as it was deployed a little distally in the appendage. They re-deployed and verified the device met all criteria and released the device. Another echo sweep was performed and no pericardial effusion and none was observed. Two hours later, the patient was stable when she woke up from anesthesia; there were no issues in the post recovery area. Two hours after that she was having some hypotension and they put her on some pressor medication. Echo was called to do a routine limited study of the pericardium and an effusion was noted. The patient was brought to the cardiac cath lab and the doctor performed a pericardiocentesis. They drained about 400cc of blood from the pericardium. The drain was left in and the patient was transferred to the intensive care unit. The drain was left in overnight. The next day the physician reported the patient looked great and was doing just fine.